Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the procedure, a perforation of the left atrium was discovered by ultrasound and searched for a cardiac tamponade. A pericardiocentesis was performed by rotating the fluid by extracting and putting it back in. The patient was admitted to the intensive care unit (ICU) and stayed for overnight observation. Patient had fully recovered. The physician relates the cause of the event to the procedure. No biosense webster, inc. Product malfunctions were reported. Transseptal puncture was performed. The needle information is unknown. Nominal irrigation settings were used. Graph, dashboard, vector, visitag were used as force visualization features. The visitag parameters were 3, 5g 3s, 3. Tag index target 380 posterior wall and 550 everywhere else were used as additional filter with the visitag module.